Manufacturer narrative:
Tech found the cause to be a bad powercord. The tech replaced the powercord to resolve the issue.

Event description:
Tech alleged that the bed's ground testing was not reading very high. No pt impact.